Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination, therefore unavailable for a physical evaluation. However a x-ray was provided. Upon visual inspection of the x-ray, it was noted that the stem was broken near to the stem's neck. Since the physical complaint device was not returned, we cannot determine a root cause for the reported failure. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device [8130865] number, and no non-conformances were identified.

Event description:
Question: a. Was the patient experiencing any adverse symptoms that led to the revision surgery? Answer: the broken stem I¿m sure caused issues but don¿t know exactly what that might be! It was never stated.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. E3 initial reporter occupation: lawyer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient had fracture of the stem neck occurred! Removed stem and putting in a competitor device. Patient is possibly pursuing legal action. Doi: (B)(6) 2016; dor: (B)(6) 2021; affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.